Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon rupture at 10atm. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.